Manufacturer narrative:
The device was not explanted post-mortem. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room in complete heart block. A single chamber pacemaker was implanted, but the patient passed away two days later. The cause of death was reported as cardiogenic shock. There were no allegations that the use of the device caused or contributed to the patient's death.